Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device failed to generate negative pressure, failed to alarm under expected conditions and failed to charge, establishing a relationship for the reported events. The root causes were determined to be a failed vacuum motor and a failed electrical component. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found unable to recharge the battery due to the dc inlet port is broken, besides the device cannot generate or control negative pressure and cannot generate alarms under obstruction condition. No patient was involved because this was found during service and repair.